Event description:
Customer did a fasting blood glucose comparison. There was a 70 points difference, pt thinks readings were device 89 mg/dl, and lab result 179mg/dl. Controls were in range. A request was made for the return of this suspect device and replacement product was sent.